Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first or second staple line firing on a laparoscopic bariatric sleeve gastrectomy, the stapler fired but when the beam was pulled back after firing, the anvil was ¿slamming down¿ against the tissue. It was stated that a serosal tear took place 20-40 cm parallel to the anvil on the front of the stomach. The surgeon imbricated the staple line at the point of the tear. The patient incurred a temporary injury.